Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer address-(B)(6)

Event description:
The customer reported a noisy image during an inspection involving an olympus gastrointestinal videoscope. There was no patient injury reported.